Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 411 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they received motor error alarm three times. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer performed and passed both the self-test and displacement test. Customer received motor error alarm during bolus delivery. Customer was advised the motor error alarm may have been related to an issue with their site. Customer was advised to monitor the insulin pump and call back if the issue persisted.